Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that he removed the sensor and it came out broken. Customer's blood glucose was 132 mg/dl. It was stated that the sensor cannula was broken and not intact. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and found sensor broken missing broken part. We were unable to confirm if customer received sensor damaged due to customer returning it opened/used. Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. The introducer needle passed per specifications.